Event description:
A malfunction alarm was reported by the customer. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer whether their levels exceeded 500 mg/dl. Technical support arranged for the replacement of the pump and instructed the customer to put the current pump into storage mode before returning it with a pre-paid shipping label. The customer acknowledged these instructions and planned to continue using their current pump as backup therapy.